Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The qc and calibration information were not provided. A field service engineer (fse) determined that the sample probe was contaminated. The customer styletted the sample probe and performed a sample probe wash, which resolved the issue. A precision check and qc was performed and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c (501) module for one patient. The initial result was 172 mmol/l, and the repeat result on another analyzer was 140 mmol/l. The questionable result was not released outside of the laboratory.